Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that despite using multiple usb ports, bluetooth adaptors, and programmers, the implantable cardiac monitor could not be interrogated prior to implant. A new device was implanted successfully and the patient was stable before, during, and after the procedure.

Manufacturer narrative:
Final analysis found the reported field event of interrogation anomaly was confirmed in the laboratory. Device could not establish bluetooth communication due to premature battery depletion. A manufacturing anomaly may have occurred that resulted in the reported issue.